Event description:
A 5 mm diameter x 18 mm length racer renal otw stent system was implanted into a patient for the treatment of a renal artery lesion with 75% stenosis. The lesion was pre-dilated with an unknown balloon to 14 atm. It was reported that when the delivery system was removed from the patient after the successful deployment of the stent, it was noted that the tip of the balloon had detached and was left in the vessel. The balloon was reported to have had been deflated before removal. The patient underwent surgery the following day and the detached balloon tip was retrieved. Medtronic has received the device back and its analysis is not complete. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed products racer biliary stent otw.

Manufacturer narrative:
Eval results: pending device evaluation.